Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018 manufacturing site evaluation: evaluation on-going pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "the failure occurred at the primary surgery. Priming before procedure was done without problem. However, after implant, the suction failure occurred. The customer assumed the blockage of ventricular catheter and removed, confirmed no blockage on the ventricular catheter and reservoir by priming. Therefore, the customer did implant again. After that, the suction failure was improved, but the flow included bubbles was seen. The procedure was done by changing the reservoir to new one."

Manufacturer narrative:
We received the sprung reservoir with catheter in a plastic bag, the valve was inserted in an unknown liquid. First step in our investigation is the optical inspection. The visual inspection revealed that the strung reservoir and also the ventricular catheter has no deformation or other abnormalities. We have made a permeability test with the sprung reservoir. With the help of a water bath we tried to carry out an injection as well as a puncture. The investigation showed that the silcone menbrane was easy to pump and filled with test fluid. The fluid could also be drained off via the ventricular catheter without difficulty. An adjustment test is not applicable, because the valve has a fixed pressure level. A braking force and brake function test is not applicable, because the valve has a fixed pressure level. As a result, first we performed a visual inspection with the sprung reservouir and catheter. The investigation revealed that the products have no deviations. The silicone menbrane of the sprung reservoir was filled with our test liquid and that liquid could also be dissipated. The membrane could be pumped with difficulty. The air bubble in the reservoir poses no danger to the patient as the air can never be directed back to the stunt. After inplantation, the bladder dissolve itself and the reservoir fills completely.based on our investigation we cannot confirm a blockage. At these shunt systems, no failure were detected at the time of distribution. No futher action are required from our point of view.